Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unexpected pump error during normal use. Blood glucose level at the time of the incident was unknown. The product will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed displacement test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Low battery alarm noted then power error 25 alarm was triggered and noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.